Event description:
It was reported that during a cardiac ablation procedure, another manufacturer's intracardiac echocardiography (ice) catheter became ensnared with the loop catheter as both were being removed from the left atrium along with the sheath. Upon removal and inspection, the three most distal electrodes on the loop catheter appeared to be sheared distally and were grouped close together without any spacing. All nine electrodes remained attached to the loop catheter. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012726949 was returned and analyzed. No anomalies were identified during visual inspection of the shaft and handle. During visual inspection of the array, electrodes 1, 2, and 3 were observed to be displaced, the array was observed to be inverted, the pebax tube was observed to be kinked, and detachment between the electrode wires and electrodes 1, 2, and 3 was observed. The catheter was reprogrammed and passed performance testing with the generator; therapy deliveries were completed with no system errors generated; no performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions; no anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks or other anomalies were observed along the extended portion. Electrical continuity testing revealed an open loop on the wires of electrodes 1, 2, and 3. Further inspection and testing was performed to verify the integrity of the catheter sub-components. In conclusion, the reported issues were confirmed during testing. The catheter failed the returned product inspection due to an inverted array, displaced electrodes on the array, pebax tube kinking on the array, and electrode wires to electrode detachment on the array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: two image files were returned and analyzed. The first image showed a pscc100 catheter spiral array elongated with electrodes 1, 2 and 3 displaced and grouped together on the distal arm. The second image showed a non-medtronic damaged product. In conclusion, the reported issue was observed through image file analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.